Manufacturer narrative:
H6: investigation summary: a 30842e-0006 sample was not available for investigation of this feedback. However the customer indicates that leakage and swelling of the smartsite component was identified. Further information regarding the nature of the event was not available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode. H3 other text : see h.10.

Event description:
It was reported that the ext set, ss y, check valve experienced leakage and tubing expansion/ballooning. The following information was provided by the initial reporter: number of affected samples unknown, customer has 12 boxes (1200 eaches). Customer submitting internal incident report to clinical product managers, awaiting more details. As per phone message only a few incidents however customer has decided to pull all stock out of clinical use pending investigation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the ext set, ss y, check valve experienced leakage and tubing expansion/ballooning. The following information was provided by the initial reporter: number of affected samples unknown, customer has 12 boxes (1200 eaches). Customer submitting internal incident report to clinical product managers, awaiting more details. As per phone message only a few incidents however customer has decided to pull all stock out of clinical use pending investigation.